Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not properly wash their hands or wear gloves prior to performing peritoneal dialysis therapy. On the same day as diagnosis, the patient was hospitalized for the peritonitis. The patient was treated with intraperitoneal gentamycin (dose, and frequency not reported) for the event. After two days, the patient was discharged from the hospital. At the time of this report, treatment with gentamycin was ongoing and the patient was recovering from the peritonitis. The patient was retrained on proper aseptic technique and dianeal therapy was ongoing. Additional information is not available at this time.